Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was programmed off. The lead was later removed and a new lead was implanted.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory also indicated the criteria for the right ventricular lead integrity alert were met, there was oversensing due to non-physiologic signals/sensing integrity counter, and there was an unexpected delivery of ventricular tachyarrhythmia therapy. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received six inappropriate shocks from their right ventricular (rv) lead. A possible lead fracture is suspected. The rv lead remains in use and the patient is being monitored. No further patient complications have been reported asa result of this event.